Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. After being assisted by technical support to reset the pump, the issue did not recur, and the customer was advised to continue using the pump and to contact support if the malfunction happens again.